Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following wound closure on a cesarean section, the wound was found to heal poorly. The same issue was noticed on two different sutures. The patient went back to the hospital for dressing change treatment. The patient was drained and disinfected with iodophor, and the wound has healed well.